Event description:
The patient's death event has been reviewed and with the available information has been determined to be possible sudep.

Event description:
It was reported on (B)(6) 2013 that the patient passed away on (B)(6) 2010 from unknown causes. The programming history database was searched and the patient was last programmed on (B)(6) 2010 to: output - 1.75ma/frequency - 30hz/pulse width - 500 microseconds/on-time - 30seconds/off-time - 3 minutes/magnet output - 2 ma/pulse width - 500 microseconds/on-time - 60 seconds. On (B)(6) 2010 system diagnostics were performed which showed output status - ok/ lead impedance - ok/dcdc - 1/eri - no. According to the department of vital records in the state the patient passed away in, the manufacturer of the patient's medical device is not eligible to obtain a copy of the patient's death certificate. Good faith attempts were made for further information but it was later reported by the physician that no records were obtainable or available in their system for this patient.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was "all other causes, bronchopneumonia (unspecified), hypothalamic dysfunction (not elsewhere classified), other and unspecified abnormalities of breathing, coma (unspecified)." A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death had no sudep indicators. There is no allegation or other information indicating that the death is related to vns. Based on the cause of death, there is no suspected relationship between cause of death and vns.

Manufacturer narrative:
No conclusion can be drawn.